Manufacturer narrative:
As reported, a 5f tempo aqua vertebral (vert) 100cm diagnostic catheter had a leakage during the patient's contrast examination. The device was replaced with an unknown catheter and the procedure was completed. It is stated that the secondary placement of the unknown catheter used may have caused gas to enter the skull, increasing the risk of pneumothorax. It is unknown if there was a patient injury. The patient was monitored at all times during the postoperative period. A non-sterile ¿cath tempo aqua 5f ver135° 100cm¿ was received for analysis. The unit was visually inspected, and no damages were noted. Functional analysis was performed to determine if any leaking is noticed on the returned device. A syringe was filled with water and attached to the luer hub of the catheter. The distal tip of the device was clamped to prevent water from flowing out and positive pressure was applied to verify if any leakage can be noticed. Leaking was observed on the luer hub due to a cracked condition. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. The reported ¿catheter (body/shaft) ~leakage¿ was not confirmed, the body of the catheter does not present with a leak. The complaint reported by the customer as ¿luer hub~ cracked¿ was confirmed, a leak was observed on the luer hub due to a cracked condition. The exact cause of the observed damage could not be conclusively determined during the analysis. It is assumed that the hub was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. Procedural and/or handling process may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f tempo aqua vertebral (vert) 100cm diagnostic catheter had a leakage during the patient's contrast examination. The device was replaced with an unknown catheter and the procedure completed. It is stated that the secondary placement of the unknown catheter used may have caused gas to enter the skull, increasing the risk of pneumothorax. It is unknown if there was a patient injury. The patient was monitored at all times during the postoperative period. The hospital reported it as an adverse event to the (B)(6) directly. Please upgrade this case to ae. The device will be returned for evacuation.